Event description:
The customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump was not delivering insulin, customer did troubleshooting and still did not deliver. Customer's blood glucose at the time of the call was 177mg/dl. Troubleshooting was done for high blood glucose. Customer went fishing and had high blood glucose was 598 mg/dl and was brought by ambulance to the hospital. She was treated with insulin drip. Customer also mentioned 911 call for their high blood glucose. Customer blood glucose was 600 mg/dl. Customer was treated with shots and she was not wearing the insulin pump earlier of the day. Customer does not have supplies to troubleshoot. Customer will call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.